Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: received one (1) used extension set. As received no damage or anomalies observed. To replicate clinical use, the extension set was primed with sterile water using an ICU medical provided syringe. Priming was unsuccessful and an occlusion was observed at the inlet side of the inline filter. Upon closer inspection solvent membrane was observed within the tubing. The complaint of an occlusion was confirmed. The probable cause was due to a solvent application error during manufacturing. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that occlusion occurred in the extension set while in use with the patient. Occlusion alarm sounded on the instrument side. The event occurred during patient use. There was no patient harm reported.